Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, increased pacing impedance was noted on the left ventricular (lv) lead. Technical support was contacted, and lv lead damage was suspected. No intervention was performed, and the lv lead will continue to be monitored. The patient was stable following this event with no adverse health consequences.